Event description:
Healthcare professional reported "implant had ruptured", "adjacent infection is suspected", "the anterior capsule of both breast implants was wrinkled" confirmed via mr tests, "large anechoic patches were detected behind the breast body layer of both breasts" and "localized abnormal nodule" confirmed via ultrasound. This record is for the right side. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.